Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2016-00821. It was reported during the ipg revision (normal eol) system diagnostics determined high impedances on the leads. Effective stimulation was achieved at the time. However, x-rays confirmed the leads were migrated. Consequently, the leads were explanted and replaced with different models which resolved the issue.